Event description:
This report summarizes 2 malfunction events. The events were related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
H10: list of all serial numbers of the devices and quantity (B)(6). One (1) investigation was completed during the period. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending was performed and showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.